Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 01:50:38. During night drain cycle two, the patient's ultrafiltration reading was 1302ml, indicating the home patient (hp) drained 1302ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Additional: (B)(6). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. A review of the device's therapy log revealed the user had an ultrafiltration (uf) volume of 1302 ml during therapy initiated on (B)(4) 2011 at 01:50:38, which was suspected to be an increased intraperitoneal volume (iipv) of fluid. Review of the event log revealed that cycle 2 received a partial fill. Cycle 2 drain was completed on (B)(4) 2011 at 5:28:07 and the user's actual drain volume during cycle 2 was 1986 ml. The actual drain volume of 1986 ml is 99.3% of the largest prescribed fill volume (lpfv) of 2000 ml; therefore, this incident does not meet iipv criteria. If any additional information is received, a follow-up will be sent.